Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round saline prosthesis (left), and a mentor high profile 650cc gel implant (right). On (B)(6) 2017 left sided deflation was diagnosed during a physical examination. Explant was performed on (B)(6) 2018, and right sided rupture was observed. The patient¿s outcome was fully recovered with no residual effects. No additional issues were noted.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. After explantation, patient¿s implants were replaced with mentor memorygel breast implant 250cc and mentor memorygel breast implant 500cc gel breast prostheses.

Manufacturer narrative:
The product investigation revealed the product code and lot number of the impacted product on 6/20/2018. The impacted product was a 650cc mentor memorygel breast implant. The investigation of the returned device was completed by the failure analysis lab on 7/15/2018. Device evaluation summary: it was reported that a (B)(6)-old female underwent primary breast augmentation a mentor high profile 650cc gel implant (right). Explant was performed on (B)(6) 2018, and right sided rupture was observed. Upon receipt by mentor, the device was received and contained clear gel. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a rent measuring approximately 1.4 cm within a crease on the posterior aspect. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed. A root cause of the failure could not be determined. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record ( DHR) of lot number 268835 was reviewed on 7/17/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).